Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 556 mg/dl at the time of incident. The current blood glucose level is 195 mg/dl. The customer treated high blood glucose with manual injections and bolus with insulin pump. The customer was experienced symptoms of high blood glucose value such as difficulty breathing, tired, nausea. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer reported that the insulin pump had no delivery alarm and it was resolved by changing complete set. The customer was reported that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.